Manufacturer narrative:
(B)(4): the customer reported a charge / shock failure in opcheck. This was in testing only, and there was no pt involvement. The device was evaluated at philips, and the reported symptom was verified. Replacing the therapy pca resolved the issue.

Event description:
The customer reported a charge/shock failure in opcheck. This was in testing only, and there was no pt involvement.